Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 84 mg/dl, 46 mg/dl and 44 mg/dl (active system 1) and 240 mg/dl (active system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for active system 1. Reference medwatch with patient identifier (B)(6) for active system 2.